Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of gastrointestinal injury ("broken pieces deeply embedded / perforated the sigmoid colon in 2 locations"), device breakage ("device broken into several pieces, breakage at gold band of delivery catheter and at implant tip and middle, did not see platinum band on end of coils on uteroscope pictures, what causes it to break off"), fallopian tube perforation ("right essure device had perforated the right fallopian tube, on further dissection this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall"), the first episode of device dislocation ("a third essure device identified within the peritoneal cavity, right side of pelvis, anteriorly to uterus"), the second episode of device dislocation ("majority of left essure visualized within the uterine cavity with a small portion extending to the left fallopian tube"), ovarian haemorrhage ("right ovarian cyst, some bleeding from right ovary") and procedural haemorrhage ("bleeding with underlying blood disorder diagnosed after surgery") in a (B)(6) -year-old female patient who had essure (batch no. C59253, (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure devices inserted in the right tube (physician thought the first insert was still intact on withdrawal)" on (B)(6) 2016. The patient's past medical history included multigravida (gravida 10) on (B)(6) 2016, multiparous (8 vaginal deliveries, last delivery on (b)(\6) 2016) on (B)(6) 2016, postpartum hemorrhage, bleeding postoperative (bleeding episodes subsequent to teeth extractions that were beyond normal), tendency to bruise easily and postpartum state on (B)(6) 2016. Concurrent conditions included body mass index increased (B)(6), blood disorder (probable von willebrand's disease), renal calculi, cholelithiasis, pelvic venous thrombosis (chronic thrombus in right uterine vein), chronic cervicitis (chronic cervicitis with squamous metaplasia), gum bleeding (bleeds when brushing teeth), allergic reaction to analgesics, nonsmoker, abstains from alcohol, anemia and uterine anteflexion. Family history included paget's disease (paget's syndrome in sister at age 12 with 3 strokes). Concomitant products included anaesthetics on (B)(6) 2016 for medical device implantation. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural haemorrhage (seriousness criterion medically significant), device difficult to use ("essure implantation lasted more than 1 hour") and device deployment issue ("the first device (B)(4) for the right tube did not deploy properly, unable to wheel back, appeared still intact on withdrawal, product did not deploy properly. Doctor tried 3 devices, new one was inserted"). On (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criterion medically significant) and procedural pain ("pelvic pain"). On (B)(6) 2016, the patient experienced the second episode of device dislocation (seriousness criterion medically significant) and ovarian cyst ("right paraovarian cyst"). On (B)(6) 2016, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). In (b)(6 2016, the patient experienced gastrointestinal injury (seriousness criteria hospitalization and intervention required) with foreign body reaction and abdominal pain and fallopian tube perforation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and complication of device insertion ("insertion of first right sided essure failed, easily removed, no incidents"). The patient was hospitalized from (B)(6) 2016. The patient was treated with aminocaproic acid (amicar), anaesthetics, vicodin (norco), surgery (partial resection of sigmoid colon with retained essure device via laparotomy on (B)(6) 2016), surgery (removal of retained pieces on (B)(6) 2016), surgery (abdominal hysterectomy (uterus and cervix), bilateral salpingectomy on (B)(6) 2016) and surgery (right oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, device breakage, fallopian tube perforation, the last episode of device dislocation, ovarian haemorrhage, ovarian cyst, procedural haemorrhage, menorrhagia, procedural pain, device difficult to use, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue, device difficult to use, fallopian tube perforation, gastrointestinal injury, menorrhagia, ovarian cyst, ovarian haemorrhage, procedural haemorrhage, procedural pain, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: physician did not see the tab in the catheter delivery device either. She was wondering what would cause the proximal tab to be separated when it should have not been. At follow-up the physician stated that the breakage occurred at delivery catheter/gold band, implant/tip, middle, she was unsure if the inner coil was broken, the device did not deploy properly and it appeared as if it was still intact on withdrawal of device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2016: gynecological examination under general anesthesia for essure implantation: uterus anteverted, anteflexed, freely mobile, no adnexal masses, weighted speculum positioned without incident, anterior lip of cervix grasped with single-tooth tenaculum, uterus sounded to 7cm, endocervical canal dilated to #28 hank dilator without incident. Hysteroscopy tested prior to use and whited out. Upon placement both ostia visualized, occlusion technique started with right ostium. Device put in correct position, able to wheel back to the black marker, then pressed button to lock it and proceed to wheel back to unravel the spring, but unable to wheel back, noticed that device did not release, there was a defect with right essure ref.#88305, lot# d19667. Device removed without incident. Then left essure with same lot# was inserted in left tube in correct position without difficulty, approximately 3-4 spirals noted afterwards. In right tube a new essure lot# c59253 was inserted, positioned a bit deeper than the left, only one wheel of the spring seen outside ostium after completion, pictures were taken. Patient proceeded to bleed, had lost (estimated) 150ml. Good hemostasis. IV fluids: 800ml, urine outpud 80ml. Operation time: 1hr 15minutes. On (B)(6) 2016: second look hysteroscopy: no visible uterine perforation, no bleeding off the ostia. Area on the uterine wall that looked like there was bleeding that could result from placement of hysteroscope, like a little abrasion. On (B)(6) 2016: abdominal radiograph: third essure device in left side of pelvis. Ultrasound: right-sided paraovarian cyst. On (B)(6) 2016: CT scan: majority of left-sided essure device visualized within the uterine cavity with a small portion within left fallopian tube. Right sided essure device in proper position. Additionally: third device within peritoneal cavity which, when compared to abdominal radiograph of (B)(6) 2016, had migrated from left side of pelvis to right side of pelvis and is positioned anterior to the uterus, no free fluid or free air within that region, un opacified bowel, normal in caliber and without evidence of surrounding mesenteric or fat stranding, appendix unremarkable. Right paraovarian cyst. Dilated right uterine vein with peripheral hyperdensity, consistent with chronic thrombus. Cholelithiasis, intrarenal calculi 5mm. On (B)(6) 2016: laparotomy: device broken in several pieces, bowel inspected, broken pieces found in small bowel (straight portion of the device, only adhesion, no perforation) and sigmoid colon (spiral coils deeply embedded/perforated in 2 locations), thus sigmoid resection of this small area was performed to remove essure in its entirety. After sigmoid removal, it was noted that the right fallopian had essure device perforated through and the left tube had a palpable device in its place as well. Surgical pathology: diagnosis: sigmoid colon with retained essure device (within pericolonic fat is an essure device 3x0.1cm entrapped within adipose tissue, attached is a 3x0.1cm hook shaped portion of metal), unremarkable colon mucosa with no ulceration, erosion, diverticula noted, essure device with accompanying inflammatory reaction / foreign body reaction. Uterus and cervix: chronic cervicitis with squamous metaplasia, lytic endometrium, essure device (in area where right fallopian tube was there is a protruding 2x less than 1cm coiled wire consistent with essure device that has perforated the fallopian tube. On further dissection, this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall; otherwise no masses, tumors, or necrosis. Left fallopian tube grossly unremarkable, some vascular congestion and edema. Right fallopian tube with very prominent edema of fimbriated end. Accompanying right ovary with multiple scattered physiologic /cortical follicle cysts. Quality-safety evaluation of ptc: lot numbers: c59253: manufacturing date 26-05-2014 expiration date 31-05-2017, di9667: manufacturing date 21-10-2014 expiration date 28-10-2017 UDI (B)(4). We conducted a review of both manufacturing batch records involved in this complaint and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. In regarding to lot number dl 9667 an evaluation of complaints was performed; no confirmed complaints are related to this lot, also no final risk I and il were detected in this lot. 65% of the complaints are related to unconfirmed quality defect but plausible, 18% were no assessment due to usability issues and finally the other 18% is related to unconfirmed quality defect. Forty one% of the complaints are related to usability issues. These rates does not affect the device performance. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation for the associated batches did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. A review of similar ae case reports for the reported batches resulted in no unusual pattern. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-apr-2017: ptc investigation result. Company causality comment: this spontaneous physician report refers to a (B)(6)-year-old female who had essure (fallopian tube occlusion insert) inserted and, after a difficult insertion, experienced device broken into several pieces; broken pieces deeply embedded/perforated the sigmoid colon in 2 locations; a third essure identified in peritoneal cavity; right essure perforated the right fallopian tube; majority of left essure visualized within the uterine cavity (interpreted as device dislocation); right ovarian cyst, some bleeding from right ovary; bleeding, with underlying blood disorder diagnosed after surgery. Partial sigmoid resection, removal of retained pieces, hysterectomy, bilateral salpingectomy, and right ovariectomy were performed after 6 days. The events, serious due to hospitalization or medical significance, are anticipated in the reference safety information of essure, except for ovarian hemorrhage. The insertion of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In the present case, the patient was grand multipara in post partum state and had an underlying predisposition to bleeding (probable von willebrand's disease). These factors, coupled to a deployment issue at insertion, probably all contributed to the chain of device breakage, abdominal dislocation, tubal perforation, and bleeding, however a causality of the inserts per se cannot be excluded (related). The left coil dislocation and the sigmoid perforation (the latter unconfirmed at pathology exam; seen as complication of breakage) are also considered related. Concerning the ovarian hemorrhage, a causality of essure cannot be excluded in spite of predisposition to bleeding. The case was classified as incident because of surgery and device removal. A review of similar adverse event case reports for the reported batches resulted in no unusual pattern. The technical assessment concluded a quality defect was not confirmed but considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of gastrointestinal injury ("broken pieces deeply embedded / perforated the sigmoid colon in 2 locations"), device breakage ("device broken into several pieces, breakage at gold band of delivery catheter and at implant tip and middle, did not see platinum band on end of coils on uteroscope pictures, what causes it to break off"), fallopian tube perforation ("right essure device had perforated the right fallopian tube, on further dissection this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall"), the first episode of device dislocation ("a third essure device identified within the peritoneal cavity, right side of pelvis, anteriorly to uterus"), the second episode of device dislocation ("majority of left essure visualized within the uterine cavity with a small portion extending to the left fallopian tube"), ovarian haemorrhage ("right ovarian cyst, some bleeding from right ovary") and procedural haemorrhage ("bleeding with underlying blood disorder diagnosed after surgery") in a (B)(6) female patient who had essure (batch no. C59253, d19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure devices inserted in the right tube (physician thought the first insert was still intact on withdrawal)" on (B)(6) 2016. The patient's past medical history included multigravida (gravida 10) on (B)(6) 2016, multiparous (8 vaginal deliveries, last delivery on (B)(6) 2016) on (B)(6) 2016, postpartum hemorrhage, bleeding postoperative (bleeding episodes subsequent to teeth extractions that were beyond normal), tendency to bruise easily and postpartum state on (B)(6) 2016. Concurrent conditions included body mass index increased (bmi (B)(6)), blood disorder (probable von willebrand's disease), renal calculi, cholelithiasis, pelvic venous thrombosis (chronic thrombus in right uterine vein), chronic cervicitis (chronic cervicitis with squamous metaplasia), gum bleeding (bleeds when brushing teeth), allergic reaction to analgesics, nonsmoker, abstains from alcohol, anemia and uterine anteflexion. Family history included paget's disease (paget's syndrome in sister at age 12 with 3 strokes). Concomitant products included anaesthetics on (B)(6) 2016 for medical device implantation. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural haemorrhage (seriousness criterion medically significant), device difficult to use ("essure implantation lasted more than 1 hour") and device deployment issue ("the first device (d19667) for the right tube did not deploy properly, unable to wheel back, appeared still intact on withdrawal, product did not deploy properly. Doctor tried 3 devices, new one was inserted"). On (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criterion medically significant) and procedural pain ("pelvic pain"). On (B)(6) 2016, the patient experienced the second episode of device dislocation (seriousness criterion medically significant) and ovarian cyst ("right paraovarian cyst"). On (B)(6) 2016, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria hospitalization and intervention required) with foreign body reaction and abdominal pain and fallopian tube perforation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and complication of device insertion ("insertion of first right sided essure failed, easily removed, no incidents"). The patient was hospitalized from (B)(6) 2016. The patient was treated with aminocaproic acid (amicar), anaesthetics, vicodin (norco), surgery (partial resection of sigmoid colon with retained essure device via laparotomy on (B)(6) 2016), surgery (removal of retained pieces on (B)(6) 2016), surgery (abdominal hysterectomy (uterus and cervix), bilateral salpingectomy on (B)(6) 2016) and surgery (right oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, device breakage, fallopian tube perforation, the last episode of device dislocation, ovarian haemorrhage, ovarian cyst, procedural haemorrhage, menorrhagia, procedural pain, device difficult to use, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue, device difficult to use, fallopian tube perforation, gastrointestinal injury, menorrhagia, ovarian cyst, ovarian haemorrhage, procedural haemorrhage, procedural pain, the first episode of device dislocation and the second episode of device dislocation with essure. No further causality assessment were provided for the product. The reporter commented: physician did not see the tab in the catheter delivery device either. She was wondering what would cause the proximal tab to be separated when it should have not been. At follow-up the physician stated that the breakage occurred at delivery catheter/gold band, implant/tip, middle, she was unsure if the inner coil was broken, the device did not deploy properly and it appeared as if it was still intact on withdrawal of device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2016: gynecological examination under general anesthesia for essure implantation: uterus anteverted, anteflexed, freely mobile, no adnexal masses, weighted speculum positioned without incident, anterior lip of cervix grasped with single-tooth tenaculum, uterus sounded to 7cm, endocervical canal dilated to #28 hank dilator without incident. Hysteroscopy tested prior to use and whited out. Upon placement both ostia visualized, occlusion technique started with right ostium. Device put in correct position, able to wheel back to the black marker, then pressed button to lock it and proceed to wheel back to unravel the spring, but unable to wheel back, noticed that device did not release, there was a defect with right essure ref.#88305, lot# d19667. Device removed without incident. Then left essure with same lot# was inserted in left tube in correct position without difficulty, approximately 3-4 spirals noted afterwards. In right tube a new essure lot# c59253 was inserted, positioned a bit deeper than the left, only one wheel of the spring seen outside ostium after completion, pictures were taken. Patient proceeded to bleed, had lost (estimated) 150ml. Good hemostasis. IV fluids: 800ml, urine output 80ml. Operation time: 1hr 15minutes. On (B)(6) 2016: second look hysteroscopy: no visible uterine perforation, no bleeding off the ostia. Area on the uterine wall that looked like there was bleeding that could result from placement of hysteroscope, like a little abrasion. On (B)(6) 2016: abdominal radiograph: third essure device in left side of pelvis. Ultrasound: right-sided paraovarian cyst. On (B)(6) 2016: CT scan: majority of left-sided essure device visualized within the uterine cavity with a small portion within left fallopian tube. Right sided essure device in proper position. Additionally: third device within peritoneal cavity which, when compared to abdominal radiograph of (B)(6) 2016, had migrated from left side of pelvis to right side of pelvis and is positioned anterior to the uterus, no free fluid or free air within that region, unopacified bowel, normal in caliber and without evidence of surrounding mesenteric or fat stranding, appendix unremarkable. Right paraovarian cyst. Dilated right uterine vein with peripheral hyperdensity, consistent with chronic thrombus. Cholelithiasis, intrarenal calculi 5mm. On (B)(6) 2016: laparotomy: device broken in several pieces, bowel inspected, broken pieces found in small bowel (straight portion of the device, only adhesion, no perforation) and sigmoid colon (spiral coils deeply embedded/perforated in 2 locations), thus sigmoid resection of this small area was performed to remove essure in its entirety. After sigmoid removal, it was noted that the right fallopian had essure device perforated through and the left tube had a palpable device in its place as well. Surgical pathology: diagnosis: sigmoid colon with retained essure device (within pericolonic fat is an essure device 3x0.1cm entrapped within adipose tissue, attached is a 3x0.1cm hook shaped portion of metal), unremarkable colon mucosa with no ulceration,erosion, diverticula noted, essure device with accompanying inflammatory reaction / foreign body reaction. Uterus and cervix: chronic cervicitis with squamous metaplasia, lytic endometrium, essure device (in area where right fallopian tube was there is a protruding 2x less than 1cm coiled wire consistent with essure device that has perforated the fallopian tube. On further dissection, this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall; otherwise no masses, tumors, or necrosis. Left fallopian tube grossly unremarkable, some vascular congestion and edema. Right fallopian tube with very prominent edema of fimbriated end. Accompanying right ovary with multiple scattered physiologic /cortical follicle cysts. Quality-safety evaluation of ptc: lot number: c59253 (manuf. Date: 26-may-2014 and exp. Date: 31-may-2017) and lot number: d19667 (manuf. Date: 21-oct-2014 and exp. Date: 28-oct-2017). Essure insert is made up of flexible outer coil that is deployed into fallopian tube. Inserts outer coils expand to conform to fallopian tube, acutely anchoring itself until insert elicits tissue ingrowth. After first roll back is completed and button is pressed, user attempts to reposition device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove catheter assembly could lead to either a stretching or breakage of micro-insert or a part of catheter. If physician attempts to remove a deployed micro-insert that is located within fallopian tube by pulling on outer coil of micro-insert with a grasper, this action could also lead to breakage of outer coil of the micro-insert. Based on technical assessment, lot numbers and samples were provided. Quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. The returned samples were inspected and it was confirmed that all the delivery catheter components were present, no damage was detected in the distal end of the delivery catheter. IFU steps were completed successfully. All bonds were cured. All components were in conformance with acceptance criteria. Quality unit is unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for device. Ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. However, a handling error was concluded and there is a potential relationship between the complaint and the handling error. Most recent follow-up information incorporated above includes: on 11-may-2017: update of quality-safety evaluation of ptc. Company causality comment: this spontaneous report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and, after a difficult insertion, experienced device broken into several pieces; broken pieces deeply embedded/perforated the sigmoid colon in 2 locations; a third essure identified in peritoneal cavity; right essure perforated the right fallopian tube; majority of left essure visualized within the uterine cavity (interpreted as device dislocation); right ovarian cyst, some bleeding from right ovary; bleeding, with underlying blood disorder diagnosed after surgery. Partial sigmoid resection, removal of retained pieces, hysterectomy, bilateral salpingectomy, and right ovariectomy were performed after 6 days. The events are anticipated in the reference safety information of essure, except for ovarian hemorrhage. The insertion of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In the present case, the patient was grand multipara in post partum state and had an underlying predisposition to bleeding (probable von willebrand's disease). These factors, coupled to a deployment issue at insertion, probably all contributed to the chain of device breakage, abdominal dislocation, tubal perforation, and bleeding, however a causality of the inserts per se cannot be excluded. The left coil dislocation and the sigmoid perforation (the latter unconfirmed at pathology exam; seen as complication of breakage) are also considered related. Concerning the ovarian hemorrhage, a causality of essure cannot be excluded in spite of predisposition to bleeding. The case was classified as incident because of surgery and device removal. The technical assessment concluded: outcome of the investigation resulted in an unconfirmed quality defect. However, a handling error was concluded and there is a potential relationship between the complaint and the handling error.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: inappropriate insertion of multiple contraceptive devices. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible. Undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc received company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted. Later on, the patient was brought back for a follow up surgery and hysterectomy (unspecified indication). Via follow-up it was reported a suspicion of device breakage ("when she was looking at the deployed device she did not see the tab. She did not see it in the catheter delivery device either. She was wondering what would cause the proximal tab to be separated when it shouldn't have been") during essure insertion. Both events are anticipated in the reference safety information for essure. In the present case, during insertion procedure a deployment issue was described which could have contributed to the suspected device breakage. Given the nature of this event, a causal relationship with essure cannot be excluded. The exact indication for the hysterectomy in this case is unclear. Despite the lack of details for a comprehensive causality assessment, given the nature of this surgery causality with essure cannot be excluded and therefore this case is regarded as incident. A product technical analysis concluded that a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of gastrointestinal injury ("broken pieces deeply embedded / perforated the sigmoid colon in 2 locations"), device breakage ("device broken into several pieces, breakage at gold band of delivery catheter and at implant tip and middle, did not see platinum band on end of coils on uteroscope pictures, what causes it to break off"), fallopian tube perforation ("right essure device had perforated the right fallopian tube, on further dissection this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall"), the first episode of device dislocation ("a third essure device identified within the peritoneal cavity, right side of pelvis, anteriorly to uterus"), the second episode of device dislocation ("majority of left essure visualized within the uterine cavity with a small portion extending to the left fallopian tube"), ovarian haemorrhage ("right ovarian cyst, some bleeding from right ovary") and procedural haemorrhage ("bleeding with underlying blood disorder diagnosed after surgery") in a (B)(6) female patient who had essure (batch no. C59253, d19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure devices inserted in the right tube (physician thought the first insert was still intact on withdrawal)" on (B)(6) 2016. The patient's past medical history included multigravida (gravida 10) on (B)(6) 2016, multiparous (8 vaginal deliveries, last delivery on (B)(6) 2016) on (B)(6) 2016, postpartum hemorrhage, bleeding postoperative (bleeding episodes subsequent to teeth extractions that were beyond normal), tendency to bruise easily and postpartum state on (B)(6) 2016. Concurrent conditions included body mass index increased (bmi 25), blood disorder (probable von willebrand's disease), renal calculi, cholelithiasis, pelvic venous thrombosis (chronic thrombus in right uterine vein), chronic cervicitis (chronic cervicitis with squamous metaplasia), gum bleeding (bleeds when brushing teeth), allergic reaction to analgesics, nonsmoker, abstains from alcohol, anemia and uterine anteflexion. Family history included paget's disease (paget's syndrome in sister at (B)(6) with 3 strokes). Concomitant products included anaesthetics on (B)(6) 2016 for medical device implantation. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), procedural haemorrhage (seriousness criterion medically significant), device difficult to use ("essure implantation lasted more than 1 hour") and device deployment issue ("the first device (d19667) for the right tube did not deploy properly, unable to wheel back, appeared still intact on withdrawal, product did not deploy properly. Doctor tried 3 devices, new one was inserted"). On (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criterion medically significant) and procedural pain ("pelvic pain"). On (B)(6) 2016, the patient experienced the second episode of device dislocation (seriousness criterion medically significant) and ovarian cyst ("right paraovarian cyst"). On (B)(6) 2016, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria hospitalization and intervention required) with foreign body reaction and abdominal pain and fallopian tube perforation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and complication of device insertion ("insertion of first right sided essure failed, easily removed, no incidents"). The patient was hospitalized from (B)(6) 2016. The patient was treated with aminocaproic acid (amicar), anaesthetics, vicodin (norco), surgery (partial resection of sigmoid colon with retained essure device via laparotomy on (B)(6) 2016, removal of retained pieces on (B)(6) 2016, abdominal hysterectomy (uterus and cervix), bilateral salpingectomy on (B)(6) 2016, right oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, device breakage, fallopian tube perforation, the last episode of device dislocation, ovarian haemorrhage, ovarian cyst, procedural haemorrhage, menorrhagia, procedural pain, device difficult to use, device deployment issue and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue, device difficult to use, fallopian tube perforation, gastrointestinal injury, menorrhagia, ovarian cyst, ovarian haemorrhage, procedural haemorrhage, procedural pain, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: physician did not see the tab in the catheter delivery device either. She was wondering what would cause the proximal tab to be separated when it should have not been. At follow-up the physician stated that the breakage occurred at delivery catheter/gold band, implant/tip, middle, she was unsure if the inner coil was broken, the device did not deploy properly and it appeared as if it was still intact on withdrawal of device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2016: gynecological examination under general anesthesia for essure implantation: uterus anteverted, anteflexed, freely mobile, no adnexal masses, weighted speculum positioned without incident, anterior lip of cervix grasped with single-tooth tenaculum, uterus sounded to 7cm, endocervical canal dilated to #28 hank dilator without incident. Hysteroscopy tested prior to use and whited out. Upon placement both ostia visualized, occlusion technique started with right ostium. Device put in correct position, able to wheel back to the black marker, then pressed button to lock it and proceed to wheel back to unravel the spring, but unable to wheel back, noticed that device did not release, there was a defect with right essure ref.#88305, lot# d19667. Device removed without incident. Then left essure with same lot# was inserted in left tube in correct position without difficulty, approximately 3-4 spirals noted afterwards. In right tube a new essure lot# c59253 was inserted, positioned a bit deeper than the left, only one wheel of the spring seen outside ostium after completion, pictures were taken. Patient proceeded to bleed, had lost (estimated) 150ml. Good hemostasis. IV fluids: 800ml, urine outpud 80ml. Operation time: 1hr 15minutes. On (B)(6) 2016: second look hysteroscopy: no visible uterine perforation, no bleeding off the ostia. Area on the uterine wall that looked like there was bleeding that could result from placement of hysteroscope, like a little abrasion. On (B)(6) 2016: abdominal radiograph: third essure device in left side of pelvis. Ultrasound: right-sided paraovarian cyst. On (B)(6) 2016: CT scan: majority of left-sided essure device visualized within the uterine cavity with a small portion within left fallopian tube. Right sided essure device in proper position. Additionally: third device within peritoneal cavity which, when compared to abdominal radiograph of (B)(6) 2016, had migrated from left side of pelvis to right side of pelvis and is positioned anterior to the uterus, no free fluid or free air within that region, unopacified bowel, normal in caliber and without evidence of surrounding mesenteric or fat stranding, appendix unremarkable. Right paraovarian cyst. Dilated right uterine vein with peripheral hyperdensity, consistent with chronic thrombus. Cholelithiasis, intrarenal calculi 5mm. On (B)(6) 2016: laparotomy: device broken in several pieces, bowel inspected, broken pieces found in small bowel (straight portion of the device, only adhesion, no perforation) and sigmoid colon (spiral coils deeply embedded/perforated in 2 locations), thus sigmoid resection of this small area was performed to remove essure in its entirety. After sigmoid removal, it was noted that the right fallopian had essure device perforated through and the left tube had a palpable device in its place as well. Surgical pathology: diagnosis: sigmoid colon with retained essure device (within pericolonic fat is an essure device 3x0.1cm entrapped within adipose tissue, attached is a 3x0.1cm hook shaped portion of metal), unremarkable colon mucosa with no ulceration,erosion, diverticula noted, essure device with accompanying inflammatory reaction / foreign body reaction. Uterus and cervix: chronic cervicitis with squamous metaplasia, lytic endometrium, essure device (in area where right fallopian tube was there is a protruding 2x less than 1cm coiled wire consistent with essure device that has perforated the fallopian tube. On further dissection, this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall; otherwise no masses, tumors, or necrosis. Left fallopian tube grossly unremarkable, some vascular congestion and edema. Right fallopian tube with very prominent edema of fimbriated end. Accompanying right ovary with multiple scattered physiologic /cortical follicle cysts. Most recent follow-up information incorporated above includes: on 9-jun-2017: update of quality-safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a medical doctor via sales representative in united states on 03-nov-2016 and 08-nov-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted for permanent contraception. The reporter stated he got a call from a lady that works in the or (interpreted as operation room). She said the doctor was indicating that of the devices did not deploy properly so she placed another one and completed the procedure on (B)(6) 2016. She used 3 devices that day and completed the procedure on the contra lateral side. The hospital called again and she said she had brought the patient back in for a follow up surgery and hysterectomy. Follow-up information was received on 21-nov-2016. No new clinical information was provided. Company causality comment:a female consumer had essure (fallopian tube occlusion insert) inserted. Later on, the patient was brought back for a follow up surgery and hysterectomy. Hysterectomy is anticipated according to the reference safety information for essure. In this particular case, the indication of hysterectomy was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded and therefore this case is regarded as incident further information and product technical analysis are being sought.

Manufacturer narrative:
The reporter commented: physician did not see the tab in the catheter delivery device either. She was wondering what would cause the proximal tab to be separated when it should have not been. At follow-up the physician stated that the breakage occurred at delivery catheter/gold band, implant/tip, middle, she was unsure if the inner coil was broken, the device did not deploy properly and it appeared as if it was still intact on withdrawal of device. Diagnostic results: on (B)(6) 2016: gynecological examination under general anesthesia for essure implantation: uterus anteverted, anteflexed, freely mobile, no adnexal masses, weighted speculum positioned without incident, anterior lip of cervix grasped with single-tooth tenaculum, uterus sounded to 7cm, endocervical canal dilated to #28 hank dilator without incident. Hysteroscopy tested prior to use and whited out. Upon placement both ostia visualized, occlusion technique started with right ostium. Device put in correct position, able to wheel back to the black marker, then pressed button to lock it and proceed to wheel back to unravel the spring, but unable to wheel back, noticed that device did not release, there was a defect with right essure ref.#88305, lot# d19667. Device removed without incident. Then left essure with same lot# was inserted in left tube in correct position without difficulty, approximately 3-4 spirals noted afterwards. In right tube a new essure lot# c59253 was inserted, positioned a bit deeper than the left, only one wheel of the spring seen outside ostium after completion, pictures were taken. Patient proceeded to bleed, had lost (estimated) 150ml. Good hemostasis. IV fluids: 800ml, urine output 80ml. Operation time: 1hr 15minutes. On (B)(6) 2016: second look hysteroscopy: no visible uterine perforation, no bleeding off the ostia. Area on the uterine wall that looked like there was bleeding that could result from placement of hysteroscope, like a little abrasion. On (B)(6) 2016: abdominal radiograph: third essure device in left side of pelvis. Ultrasound: right-sided paraovarian cyst. On (B)(6) 2016: CT scan: majority of left-sided essure device visualized within the uterine cavity with a small portion within left fallopian tube. Right sided essure device in proper position. Additionally: third device within peritoneal cavity which, when compared to abdominal radiograph of (B)(6) 2016, had migrated from left side of pelvis to right side of pelvis and is positioned anterior to the uterus, no free fluid or free air within that region, unpacified bowel, normal in caliber and without evidence of surrounding mesenteric or fat stranding, appendix unremarkable. Right paraovarian cyst. Dilated right uterine vein with peripheral hyperdensity, consistent with chronic thrombus. Cholelithiasis, intrarenal calculi 5mm. On (B)(6) 2016: laparotomy: device broken in several pieces, bowel inspected, broken pieces found in small bowel (straight portion of the device, only adhesion, no perforation) and sigmoid colon (spiral coils deeply embedded/perforated in 2 locations), thus sigmoid resection of this small area was performed to remove essure in its entirety. After sigmoid removal, it was noted that the right fallopian had essure device perforated through and the left tube had a palpable device in its place as well. Surgical pathology: diagnosis: sigmoid colon with retained essure device (within pericolonic fat is an essure device 3x0.1cm entrapped within adipose tissue, attached is a 3x0.1cm hook shaped portion of metal), unremarkable colon mucosa with no ulceration,erosion, diverticula noted, essure device with accompanying inflammatory reaction / foreign body reaction. Uterus and cervix: chronic cervicitis with squamous metaplasia, lytic endometrium, essure device (in area where right fallopian tube was there is a protruding 2x less than 1cm coiled wire consistent with essure device that has perforated the fallopian tube. On further dissection, this retained essure device measures 5cm in greatest dimension and extends into endometrial cavity on right posterior wall; otherwise no masses, tumors, or necrosis. Left fallopian tube grossly unremarkable, some vascular congestion and edema. Right fallopian tube with very prominent edema of fimbriated end. Accompanying right ovary with multiple scattered physiologic /cortical follicle cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device breakage questionnaire and medical records received, with: demographics, medical history, records of implantation, laparotomy, and pathology examination, new lot# for other implanted device, test results, essure removal date, new events (including pelvic pain, bleeding, perforation of tube and sigmoid colon on 2 locations, coil into endometrial cavity, menorrhagia, ovarian bleeding, device insertion difficult (over 1 hour), majority of left essure in uterus, insertion of first right essure failed), breakage details. On (B)(6) 2017: device breakage questionnaire and medical records received, with: demographics, medical history, records of implantation, laparotomy, pathology examination, new lot# for other implanted device, test results, essure removal date, new events (including pelvic pain, bleeding, perforation of tube and sigmoid colon on 2 locations, coil into endometrial cavity, menorrhagia, ovarian bleeding, device insertion difficult (over 1 hour), majority of left essure in uterus, insertion of first right essure failed), breakage details. Significant correction following company internal review. Company causality comment: this spontaneous physician report refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and, after a difficult insertion, experienced device broken into several pieces; broken pieces deeply embedded/perforated the sigmoid colon in 2 locations; a third essure identified in peritoneal cavity; right essure perforated the right fallopian tube; majority of left essure visualized within the uterine cavity (interpreted as device dislocation); right ovarian cyst, some bleeding from right ovary; bleeding, with underlying blood disorder diagnosed after surgery. Partial sigmoid resection, removal of retained pieces, hysterectomy, bilateral salpingectomy, and right ovariectomy were performed after 6 days. The events, serious due to hospitalization or medical significance, are anticipated in the reference safety information of essure, except for ovarian hemorrhage (unanticipated). The insertion of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In the present case, the patient was grand multipara (para 8) in post partum state and had an underlying predisposition to bleeding (probable von willebrand's disease). These factors, coupled to a deployment issue at insertion, probably all contributed to the chain of device breakage, abdominal dislocation, tubal perforation, and bleeding, however a causality of the inserts per se cannot be excluded (related). The left coil dislocation and the sigmoid perforation (the latter unconfirmed at pathology exam; seen as complication of breakage) are also considered related. Concerning the ovarian hemorrhage, a causality of essure cannot be excluded in spite of predisposition to bleeding (related). Other non-serious events were reported. The case was classified as incident because of surgery and device removal. An updated product technical analysis is expected. Further information is expected.